Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device did not work in the manual mode during a resuscitation effort. There was no report of negative pt impact.